Event description:
In a conversation with the risk mgr on 12/13/06, she states, "the small bowel was perforated during the procedure, but was not discovered until two days post operatively when the pt developed peritonitis. The pt underwent a second procedure to repair the perforation. The pt was placed on IV antibiotics and recoverd without any further complications. The pt was very thin, but contact could not provide a weight and height. The pt has been discharged home and is doing fine.